Event description:
The medwatch states: upon closing the lower left trocar incision, the skin was noted to be hard and translucent at the area of the skin in contact with the 5mm trocar. The skin was trimmed off about the size of a fingernail trimming and the incision was closed. The procedure was a lysis of adhesions and bilateral salpingo-oophorectomy.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.